Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-60801. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms is a known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was administered IV sedation, pain medication, and general anesthesia. A total of 12 treatments were delivered. No device observations or adverse event occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. At 6 months and 3 days post the index procedure the patient was reported to be experiencing worsening erectile dysfunction for which sildenafil (dose unknown) was administered. The patient symptoms is still ongoing. The site investigator assessed the patient symptom as unlikely to be related to the procedure and device.

Manufacturer narrative:
This report is for the same patient procedure as manufacturer report: 2937094-2019-60801.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy procedure. The patient was administered IV sedation, pain medication, and general anesthesia. A total of 12 treatments were delivered. No device observations or adverse event occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. At 6 months and 3 days post the index procedure the patient was reported to be experiencing worsening erectile dysfunction for which sildenafil (dose unknown) was administered. The patient symptoms is still ongoing. The site investigator assessed the patient symptom as unlikely to be related to the procedure and device.